Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 3" (may result in temporary injury, requiring medical intervention; possible temporary impairment or damage). It is reported that end-user usually perform pouch change every 2-3 days, and that the size of the stoma measures '48mm', and a precut pouch '64mm' is being used so the mass does not come in contact with stoma. The peristomal skin is usually cleansed with dove or (B)(6) soap, but recently they have been using water only. In addition, smith and nephew unisolve adhesive remover, protective barrier wipes followed by (B)(6) powder are applied to peristomal skin. End-user was instructed to cleanse peristomal skin with water and mild soap, one without lotions, moisturizers or creams. End-user was also educated on crusting techniques through the use of stomahesive powder followed by protective barrier wipes. Lastly end-user was advised to notify cvt with any questions and/or additional instructions if condition persists. A cut to fit or precut to 50 mm 1 piece pouch and an eakin cohesive seal, if needed for additional peristomal skin protection, was recommended. No additional patient/ event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted. Reported to the FDA on (B)(4) 2013.

Event description:
End-user reports a 'reddened' area located at the left lower quadrant/ distal end of the peristomal skin.